Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had transmitter issues and also mentioned that they experienced a high blood glucose of 425 mg/dl. The customer treated with the insulin pump and declined to troubleshoot for the high blood glucose level. Watertight tester procedure troubleshooting was performed and the transmitter was found to be functioning correctly. No product will be returned for analysis.